Manufacturer narrative:
Product analysis: it was determined during analysis that the unlock/lock key did not bounce back. Analysis also noted that the hanger assembly was worn, and the device failed incoming testing due to pogo pin alignment issue. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required annual review. The epg returned into service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.